Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a developed a rash on her back. The rash was not open. The patient does have a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was recommended a cortisone cream by a physician. Follow up indicated that the rash is healing and is much better since she has been using the cream.